Manufacturer narrative:
Expiration date changed from unavailable to 11/17/2022. Model no changed from 18320 to 18325. Unique identifier (UDI) # changed to (B)(4). Device mfg date changed from unavailable to 5/17/2021.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 320 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. The patient also stated that there was some irritation. As treatment, the patient successfully activated a new pod.